Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. It was noted that the patient received multiple mris previously. A device software download was performed successfully and the device resumed normal functions.